Event description:
During a call on 1-25-99 involving a 67 year old male patient in cardiac arrest, the unit would not allow the crew to defibrillate a patient while using the hands free cables and 902400 pads. The fire department on the scene was able to shock the patient with their AED. The patient converted to a non-treatable rhythm and was transported to a hospital where he was pronounced. The pads were discarded.